Event description:
It was reported by the patient that the complete capture management function of the implantable pulse generator (ipg) wakes them at night. The implantable pulse generator (ipg) remains in use. It was further reported by the patient that they felt something that has been waking them up since implant. It was noted that the device clock was changed to try and change the time the sensation occurs. The atrial lead position check function was turned off. It was further reported that the patient experienced a "feeling of chest muscle movement". The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
No data medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.